Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is displaying the service required error message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed display touch does not working pcba burned, display with scratches . There was 3 error has been identified. The device was scrapped.